Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant sodium, potassium and glucose results. The customer required service. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran align test and found reagent arm 2 (r2) and reagent arm 5 (r5) failed. The cse ran easy mix test one at a time, all tests mix, overmix and integrated multisensor technology (imt) mix testing, and all aligned and passed. The cse ran check 1 on imt probe, and imt system passed. The cse ran quality control (qc), and was in range. The cause of the discordant sodium, potassium and glucose results is unknown. The instrument is currently working as specified. No further evaluation of this device is required.

Event description:
Discordant sodium, potassium and glucose results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician. The original sample were tested on an alternate dimension vista instrument. The corrected results obtained with the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium and glucose results.